Event description:
It was reported that patient had a lean body which resulted in the bent cannula with four infusion sets which led to hyperglycemia and got treated with Correction injection via MDI (Multiple Daily Injection) on (b)(6)2026.

Manufacturer narrative:
INITIAL 4 OF 4. BASED ON THE AVAILABLE INFORMATION, THIS EVENT IS DEEMED TO BE SERIOUS INJURY. TO DATE NO ADDITIONAL INFORMATION HAS BEEN RECEIVED. SHOULD ADDITIONAL INFORMATION BECOME AVAILABLE, A FOLLOW-UP REPORT WILL BE SUBMITTED. FDA REGISTRATION NUMBER REPORTING SITE: 8021545 MANUFACTURING SITE: 3003442380.

Event description:
IT WAS REPORTED FOUR ISSUES BY THE PATIENT THAT HE WAS EXPERIENCED HIGH BLOOD GLUCOSE DUE TO THE PATIENT HAD INSERTED INFUSION SET AT SCAR TISSUE WHICH RESULT THE CANNULA BENT AND WAS TREATED WITH CORRECTION INJECTION VIA MDI (MULTIPLE DAILY INJECTION) ON (B)(6) 2026.

Manufacturer narrative:
(b)(4) / Supplemental Report 01.Correction: This Electronic Medical Device Report (eMDR) is being submitted to correct the submitted Describe Event or Problem under B5, Component code under H6.Correction: The initial eMDR with manufacturing report number (3003442380-2026-41261), was submitted on 28-Jun-2026. However, based on the description the IMDRF Med. Dev. Problem code A040609 (Material Twisted/bent) is not associated with the complaint. Additional information - This Electronic Medical Device Report (eMDR) is being submitted to include the below: H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions .H11: Investigation summary.Complaint Investigation Results.A complaint investigation was conducted based on the event description and the assigned malfunction code Clinical History - Non-Product Event. Based on the available information, the event is consistent with misuse, user-related factors, or no malfunction alleged. In accordance with Appendix of work instruction (WI) Complaint Handling, the need for additional investigation activities, including product testing, or Electronic Quality Management System (eQMS) search,was evaluated and determined not to be warranted for this record. However, as a lot number was provided and the event involved a serious injury, a Batch Record / Medical Device File review was conducted for lot 6016411 to assess any potential manufacturing-related issues. Batch record / Medical Device File Review: The Batch record / Medical Device File was reviewed. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no related maintenance activities were recorded.Conclusion: Batch record / Medical Device File review supports compliance with manufacturing and quality requirements; no issues noted. Corrective and Preventive Action (CAPA) Determination Assessment - Conclusion Summary of Complaint Investigation: Based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (WI) (Monthly TRIPS and Alerts). Complaint Unconfirmed: Following investigation, the reported failure could not be confirmed for this complaint.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.Reporting Site: 8021545.Manufacturing Site: 3003442380.